Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sionblue, runthrough ns, guide cath: heartrail 6fr.jl3.5. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in the mid-left anterior descending coronary artery that was mildly tortuous, heavily calcified and 90% stenosed. The nc trek rx 2.50 x 12 mm balloon ruptured during the first inflation at 14 atmospheres. It was stated that there was resistance met with the lesion during advancement. A non-abbott balloon was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.